Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced sound. The device speaker was replaced in as a precaution. The device was operational after repairs were completed and the device was returned to the customer.

Event description:
It was identified during bench testing that the mx40 1.4 ghz smart hopping device did not produce sound. The device was not in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.